Event description:
A doctor said a patient came into her office with a burn on his back. She said that he told her that he put a kwik-kold instant cold pack on his back, and that it leaked through his shirt and caused a burn on his back. She said that this was a cold pack that had been used before, and he had placed it in the freezer in order to reuse it.

Manufacturer narrative:
The product sample returned for investigation revealed a small pinhole in the pouch. It could not be determined how this defect occurred. The kwik kold 102 product is a single use pack and should not be frozen for re-use. The product will cool to a temperature of approximately 33f if activated at room temperature. Product that has been activated, then placed in a freezer will cool to a temperature well below the freezing point, but will remain liquid due to freezing point depression caused by the high solute concentration. Under routine production, a sampling of these units is tested for pouch integrity and the production run is not released until all aspects of product quality meet product specifications. We well continue to monitor for other similar complaints and utilize the information as part of continous improvement.